Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm that the device would not update via sdn, the programmer was able to be updated with no issues. It was also noted that the tabs on the power cord bay door were broken, the electrocardiogram (ECG) connector on the link electronic module (lem) circuit board was loose, and the keyboard port on the main processing unit (mpu) circuit board was loose. Concomitant products: product ID 2067 radiofrequency head; product ID 229047 analyzer. (B)(4).

Event description:
It was reported that the programmer would not update via the software distribution network (sdn) and had a broken back door. The programmer was returned for repair, analyzed and tested out of specification. There was no patient involvement.